Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance was in the 80s a year ago. The threshold measurements and pacing impedance have also risen. Boston scientific technical services (ts) advised continued monitoring until the shock impedance was around 150 ohms and to consider a commanded shock test at that time. This product remains in service. No adverse patient effects were reported.